Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Atrial capture management was last successfully run on (B)(6) 2013 with average threshold measurements less than or equal to 625 volts throughout the record.

Event description:
It was reported the leads had high thresholds and were replaced. No patient complications have been reported as a result of this event.